Event description:
It was reported during a rotational atherectomy treatment procedure that when the burr was pulled out by dynaglide after ablation, the wire was broken. The wire was successfully removed from the body. There was no medical intervention or patient complication reported. Patient status was reported as 'good'.